Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator generated errors for a malfunction of the graphic user interface. The ventilator was not on a patient at the time of the event. The technical support engineer troubleshot the issue with the customer over the phone. The customer to exchange the breath delivery (bd) to graphic user interface (gui) cable. Medtronic was not authorized to service the ventilator.